Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she has been experiencing high blood glucose levels and blurry vision all day, and felt that the insulin pump was not delivering insulin accurately. The reported blood glucose reading at the time of the call was 459 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the drive support cap was not protruded or loose. The customer did not have a tubing clamp for the high pressure test. The customer felt that the insulin pump was the reason for her high blood glucose levels because she had changed the infusion set twice. The customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.